Event description:
Boston scientific received information that this patient experienced seizures with episodes of asystole, pacing inhibition and syncope due to unknown causes. These episodes occurred while the patient was lying flat on her belly. There were no tachycardia episodes in the logbook and impedance measurements were stable. A lead revision was performed and the competitive epicardial leads were removed from service and replaced with two new endocardial dextrus leads. The patient was experiencing similar symptoms after the leads were replaced. Threshold measurements increased and asystole was observed. Additionally, the patient experienced a fall. The rv lead was repositioned and the device was explanted as the physician was unable to rule out device issues. The leads were interfaced to the replacement device without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product issue will be updated if additional information is received.

Manufacturer narrative:
This product issue will be updated when the device is returned and evaluation is complete.